Event description:
It was reported that this patient went to clinic for routine follow-up and during an echocardiogram (EKG) an erratic rhythm was discovered. It was determined that the right ventricular (rv) lead was experiencing intermittent loss of capture (loc). Additionally, it was noted that the physician opted to increase the rv voltage output to ensure rv capture until the lead revision procedure could be performed. Subsequently, the patient was admitted to the hospital and underwent a lead revision procedure. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient went to clinic for routine follow-up and during an echocardiogram (EKG) an erratic rhythm was discovered. It was determined that the right ventricular (rv) lead was experiencing intermittent loss of capture (loc). Additionally, it was noted that the physician opted to increase the rv voltage output to ensure rv capture until the lead revision procedure could be performed. Subsequently, the patient was admitted to the hospital and underwent a lead revision procedure. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Dried body fluid was noted in the helix housing which is normal for active fixation leads. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.